Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter(aus). The 4.0 aus cuff was explanted and a new 3.5cm aus cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.